Event description:
It was reported that shortly after pocket closure this left ventricular lead was inadvertently cut while replacing the pulse generator. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed only the proximal portion of the lead was returned in a severe state, a 192 mm section from the terminal end. Blood/body fluid was found in the lumen. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities, but conclusion code was selected based on the visual inspection and the report from the field.

Event description:
It was reported that shortly after pocket closure this left ventricular lead was inadvertently cut while replacing the pulse generator. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.